Event description:
Healthcare professional reported capsular contracture, baker grade iii. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture was received on april 03, 2025, with lot number 3176965. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. This record is for the left side. Device has been explanted and replaced.